Manufacturer narrative:
Investigation of this complaint is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly the patient has anterior iol vault, 3 months after an initial uncomplicated cataract surgery on the left eye. In (B)(6) 2017, the patient reported decreased vision with pain in the left eye. During the examination in (B)(6) 2017, it was observed that the inferior haptics of iol were flexed together with the inferior optic tilted anteriorly outside of the anterior capsulorrhexis. Superior optic and haptics were in capsular bag. Capsular fibrosis was observed. Patient will require secondary surgery for iol re-positioning or iol removal and replacement. Additional information has been requested, but not received.

Manufacturer narrative:
The explanted lens was not returned for evaluation. Device history record (DHR) review of the lens didn't show any non-conformance or anomalies. Based on the information provided, the root cause of this event cannot be determined.

Event description:
The patient underwent lens exchange surgery with a different physician and no details of the surgery were provided.